Event description:
It was reported that the patient received inappropriate shocks. The right ventricular high voltage lead had high and unstable impedances; oversensing and noise which was observed via the short interval counter. There was a patient alert for the pacing impedance for this lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): performance data were collected from the device and analyzed. There was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace lead impedance trend data shows an abrupt increase from 496 ohms to 2592 ohms between (B)(6) 2012. The full lead was returned and analyzed. The proximal conductor was fractured. The defibrillation conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking. Blood was in/on the helix/lobe mechanism and tissue was on the helix.